Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is no documentation to show a causal relationship between the patient¿s abdominal hernia and pd therapy on the liberty select cycler. However, it is possible that there is a temporal relationship in which the patient¿s hernia was aggravated by the increased intra-abdominal pressure during delivery of pd therapy. Per the pdrn the patient¿s hernia was pre-existing prior to the initiation of pd therapy. Based on the available information the liberty select cycler can be excluded as the cause of the abdominal hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with unable to drain in drain 0. The patient stated that they only drain 2 or 3 mls and they are expected to drain 50 mls. During the call the patient reported a hernia and feeling uncomfortable when during fill on the cycler. The patient was advised to follow up with their peritoneal dialysis registered nurse (pdrn). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient has a hernia in the lower right quadrant of her abdomen. The patient¿s hernia was pre-existing prior to the start of pd therapy on (B)(6) 2017. The patient has had hernia repair scheduled several times in which they have canceled. There is no repair scheduled at this time. The patient has not reported any issues with pd therapy or the liberty select cycler to the pdrn. The patient continues to complete pd therapy on the liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.